Manufacturer narrative:
On 6/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the baker grade for the left side capsular contracture that the patient experienced, was IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample two (2) tears (a and b) in the posterior view, the tear a was noted at the union between shell and patch and the tear b, measuring approximately 0.3 cm. Microscopic examination was performed in two tears and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced right side deflation and left side capsular contracture baker grade unknown post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the right breast prosthesis.